Event description:
The account reported the head of the bed was going up on its own. The bed was located in (B)(6) at the facility. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The tech investigated and found the bed functions as designed. The most likely cause was user error. No repair was needed due to the bed functions as designed. Based on this info, no further action is required.